Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The batteries were replaced to resolve the reported issue. Patient information could not be obtained due to country privacy laws. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a battery failure causing the unit to shut down when ac power is disconnected resulting in a loss of mechanical ventilation during a power loss. There was no report of patient injury.